Manufacturer narrative:
The failure investigation has been completed and the reported issue was confirmed. In addition, a different issue was found.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the customer's pump history was inaccurate and indicated a data error alert occurred. There was no reported impact to the customer's blood glucose level. It was confirmed that the customer had manual injections as backup insulin therapy.